Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the lipid pump stating pt. Side was occluded and tubing need to be replaced. Lipid pump stating pt. Side was occluded. This rn tried flushing the line and switching the pump. There were no kinks I`n the tubing. I replaced tubing. Tpn tubing was fine the whole night.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set the tubing was clogged. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the lipid pump stating pt. Side was occluded and tubing need to be replaced. Lipid pump stating pt. Side was occluded. This rn tried flushing the line and switching the pump. There were no kinks in the tubing. I replaced tubing. Tpn tubing was fine the whole night.

Manufacturer narrative:
H.6. Investigation summary: eleven samples were received for quality investigation. The customer complaint of flow issue - fluid blockage was verified by visual inspection. The infusion sets were first examined for any visible damage or defects in the full assembly. No issues of component damage were visible. The samples were then primed with glycerin and observed for any leaks and air-in-line issues. No issues of leakage and air-in-line were found. The infusion set was then inserted into an alaris pump and a simulated infusion was conducted at 125 ml/hr. The infusion sets would flow, however, over time the flow would slow down and eventually stop. After the infusion sets slowed down in flow, the flow rate was increased to 300 ml/hr to increase the pressure created to move the fluid through the infusion set. The increased flow rate did not change the eventual outcome of occlusion in the infusion sets. A device history record review for model 10010453 lot number 21085579 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 10aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Samples had been forwarded to the manufacturer for further investigation. The manufacturing results indicate the occlusions seen in the samples is due to a prolonged exposure to lipids run though the filter. The infusion sets using this filter are recommended to be changed every 12 hours in order to eliminate issues with fluid flow, however, lipids are not recommended to be used with the filter and therefore we cannot conclude that the filter was the cause for the occlusion seen in these samples.